Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a roux-en-y procedure, while trying to deploy clip on tissue the clips would not fire from the device and if they did they did not form correctly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m9292e. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, ten clips were fed and formed as intended; however the anti-backup and the lockout mechanisms were found to be non-functional. It is known from the history of the device that an anti-backup failure will result in clip malformation. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found to be damaged causing the anti-backup and lockout failures; however, no conclusion could be reached as to what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.